Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose (bg) level of 33 mg/dl. The reporter alleged an inaccurate delivery began today, but was unwilling to review the situation leading up to event or to troubleshoot pump. Reporter stated that no medical intervention had been required, as bg returned to normal after treatment with carbohydrates. This complaint is being reported as the patient experienced hypoglycemia and the pump could not be ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/3/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. Unable to duplicate the complaint. The last basal delivery and the last bolus delivery were on (B)(6) 2015. Pump was exercised for 24hrs with no alarms, no alarms present in the alarm history related to the complaint. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.